Manufacturer narrative:
All available information was investigated and the reported sgc leak/splash was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported leak/splash could not be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with the sgc with respect to manufacture, design or labeling.

Event description:
It was reported that this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 3. The triclip steerable guide catheter (tsgc) was prepared per the instructions for use (IFU) and was inserted without issues. However, after removing the dilator, the hemostasis valve did not seal for a second causing a leak in the tsgc. Additional aspiration was performed and the leak was resolved. The procedure was continued, and one clip was implanted, reducing tr to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.